Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 13 mg/dl resulting in the customer losing consciousness. Reportedly, the customer inadvertently entered an incorrect value when requesting a bolus resulting in the low bg. Additionally, the customer was using u-200 insulin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. Emergency medical services (ems) administered glucose and fluids while the customer administered a glucagon injection and consumed applesauce and juice to initially address bg. The customer was admitted to the emergency room (ER) where healthcare providers treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.